Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) of a clinical study via a manufacturing representative (rep) indicated the exact cause was not known. The stimulation had eliminated the tic several days after the surgery but worsening of the tic appeared when patient returned home.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the patient's therapy was resumed on (B)(6) 2018 and most of their tics had disappeared. The issue was resolved without sequelae (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a healthcare professional (hcp) of a clinical study regarding a patient implanted with a neurostimulator. It was reported that the patient had a worsening of tic with self-harm, resulting in immediate hospitalization in a psychiatric unit for 3 weeks. The etiology was listed as possibly related to the device or therapy and not related to the implant procedure. Asa result therapy was suspended as of (B)(6) 2017. The most recent interrogation prior to the event took place on (B)(6) 2017. The event remains ongoing. No further complications are anticipated.